Event description:
Information received indicates the hi/low and foot functions moved unintentionally.

Manufacturer narrative:
The facilities engineer replaced the left siderail caregiver control board to repair the bed.